Event description:
It was reported that prior to performing a coronary procedure, upon opening a product chipboard box labeled as a 2.0x15 mini trek otw balloon dilatation catheter, both the internal pouch and the device itself were labeled as a 2.0x15 mini trek rx balloon dilatation catheter with a different part and lot number from the labeled chipboard box. The 2.0x15 mini trek rx device was successfully used in the patient. There were no patient effects and no clinically significant delay in completing the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). An analysis of the returned device confirmed that the labeling on the chipboard box did not correspond with the label affixed to the pouch. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of the event the device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.